Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. Based on the results of the investigation, it is likely the foreign material may not have been removed because reprocessing could not be conducted properly due to leakage from the biopsy channel which led to the malfunction. The event can be detected and prevented by following the instructions for use: IFU states the detection method in gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection; IFU states the preventative measures in gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and the evaluation found other contributing factor that is non reportable malfunction, which indicated the jet tube (j-tube) was clogged. The customer also confirmed that subject device undergo reprocessing, or disinfection and sterilization through endoscope washers in order to ensure proper instrument function and ensure prevention of infectious risk to health care personnel and the patient. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device evaluation, the colonovideoscope exhibited the jet tube (j-tube) had foreign objects. There were no reports of patient involvement.